Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency department complaining of discomfort. Their pacemaker device was interrogated and a high out of range pace impedance measurement greater than 2500 ohms was observed on the right ventricular (rv) lead. It was suspected that the rv lead was fractured. As a result, the rv lead was surgically abandoned and as part of this procedure, the pacemaker device and right atrial (ra) lead were also explanted and replaced with a new pacemaker device and new ra and rv leads. It was noted that the new pacemaker system was implanted on the right side as there was an ipsilateral vein occlusion confirmed by imaging on the left side. No additional adverse patient effects were reported.